Event description:
At 2 years and 5 months the patient came in reporting pain due to a loose stem. The surgeon revised the medacta stem and head with a competitor stem and head and revised the liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 august 2025: lot 2108756: 33 items manufactured and released on 19-oct-2021. Expiration date: 04-oct-2026. No anomalies found related to the problem. To date, 27 items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: 2.5 years after primary cementless tha, the patient reports pain and the radiographic analysis shows a severly loosened stem. The bone appears damaged, even beyond the stem vicinities, which leads to suspect a systemic of more genralized problem, not limited to the mechanical interaction with the device. We haven't been givent he preoperative and postoperative xrays, which would be essential to understand the evolution of this problem, but we strongly suspect that a biologic reaction or illness stepped in and prevented the stem from finding a durable stability. As no infection has been mentioned in the report, we consider this as a case of idiopatic aseptic loosening, but more information is needed to come to a conclusion. Aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.